Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a other (unusual issue) issue. It was reported that there were air bubbles in the cartridge several days after loading the cartridge into the pump and the patient¿s bg levels became elevated. When the cartridge was removed from the pump, multiple air bubbles were present in the cartridge. The patient blood glucose (bg) levels were above 70mg/dl and below 250 mg/dl with no symptoms. The reported bg was not indicative of a serious injury and does not meet the animas criteria of an adverse event. The patient¿s health care professional has requested that the pump be replaced there was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the reported issue was not resolved with troubleshooting.

Manufacturer narrative:
Follow-up # 1 date of submission 06/11/2014-device evaluation: the pump has been returned and evaluated by product analysis on 06/06/2014 with the following findings:a review of the pump black box data revealed no evidence related to the complaint. During testing, the rewind, load, and prime steps were completed successfully with no bubbles in the cartridge and no call service alarms. The pump case was removed, and no internal defects were found.